Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition of moving parts of the trigger not moving smoothly identified during service and evaluation is confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that moving parts of the trigger of the small battery drive device would not move smoothly. It was further observed that the device would not run due to electric unit damage and motor damage. It was determined that the device had cosmetic damage due to worn coupling. It was further determined that the device failed pretest for checking the attachment coupling, checking for sticky trigger, checking function of device and checking power with power test bench. It was noted in the service order that it was post operatively discovered that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.